Event description:
Report received of the display not accurately incrementing the volume delivered. At approximately 1700, line a was programmed to deliver an unspecified concentration of fentany1 in the dose calculation mode at an unspecified rate with a vtbi (volume to be infused) of 250ml. At an unspecified time, the nurse noted that line a displayed a volume infused of 304ml instead of an expected 250ml. Repportedly, the "device wasn't reading right. The numbers didn't match." The patient was alert and oriented. There were no reported adverse patient effects. No medical interventions were required. After an unspecified length of time, the device was removed from clinical service.